Event description:
Event desc: cortrak assisted nasogastric tube feeding attempted however was placed in the right lung resulting in a pneumothorax. The clinician reported having to restart the placement several times due to the monitor reading "initializing stylet." Clinician also states that they were unable to obtain a tracing due to an error message reading "transmission not detected." The right lung placement was discovered immediately upon x-ray. This is done routinely after placement per facility protocol. The pt did pass away but "not secondary to pneumothorax".

Manufacturer narrative:
The cortrak was returned was evaluated and found to have no defect and functioned according to specifications. No stylet, feeding tube, or interconnect cable was returned for evaluation. Per customer, there are no tracings to evaluate due to "transmission not being detected." Upon the return of the cortrak device to corpak tracings were found in the placement history. Tracings were downloaded from the unit upon its return to corpak. The tracings from the date of the event were reviewed, none of which represent a typical gi placement. The initializing stylet notification is intended to briefly display at the start of each placement. The "transmission not detected" notification occurs when there is a disconnection of the transmitting stylet, the stylet is out of range or there is a fault in the monitor unit. The transmission not detected notification displayed states the following: "check connections prior to further insertion if this problem persists with subsequent "try again" attempts then discontinue placement with the cortrak device. While this notification is displayed the tube placement display function is disabled and the device can not be utilized. Feeding tube placement is dependent on the clinician and pt and not the tube or device itself.